Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was using a cream and some of the cream got on the purewick female external catheter, by which the patient experienced urinary tract infection. Representative was advised that the patient was in a nursing home, and they stopped using the purewick female external catheter because the patient had rash and urinary tract infection. It was unknown what medical intervention was provided for rash and urinary tract infection.

Manufacturer narrative:
The reported issue was confirmed as use related. No sample was returned for evaluation. A root cause for this failure could be "user is unaware of restrictions regarding barrier cream". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review not required as the event is use related. The instructions for use were found adequate and state the following: "do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewick female external catheter every 8-12 hours or if soiled with feces or blood". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was using a cream and some of the cream got on the purewick female external catheter, by which the patient experienced urinary tract infection. Representative was advised that the patient was in a nursing home, and they stopped using the purewick female external catheter because the patient had rash and urinary tract infection. It was unknown what medical intervention was provided for rash and urinary tract infection.

Manufacturer narrative:
The reported issue was confirmed as use related. No sample was returned for evaluation. A root cause for this failure could be "user is unaware of restrictions regarding barrier cream". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review not required as the event is use related. The instructions for use were found adequate and state the following: "do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewick female external catheter every 8-12 hours or if soiled with feces or blood". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was using a cream and some of the cream got on the purewick female external catheter, by which the patient experienced urinary tract infection. Representative was advised that the patient was in a nursing home, and they stopped using the purewick female external catheter because the patient had rash and urinary tract infection. It was unknown what medical intervention was provided for rash and urinary tract infection. Per additional information received via follow-up on 13jan2022, the complainant stated that the patient was in the nursing home and could no longer use the purewick. The complainant also stated that the patient did have an urinary tract infection and pressure ulcers. At the home they were using a barrier cream that sealed off the wick that kept it from absorbing the urine and the patient was treated with antibiotics for urinary tract infection.